Event description:
During an electrosurgical procedure, after the completion of the cutting phase, the generator lost power. Unit could not be used in coagulation mode. Pt was treated with antiseptic and guaze and pads. There was no pt injury.